Event description:
Customer reported the on/off switch is bad. Customer had very little information and did not know the date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed that the on/off switch is damaged and has been pushed into the case. The on-off switch still turns the unit on and off. Factory message does not sound and a clicking noise sounds in its place. Unit passes all other functional tests. The case is cracked at the speaker hole cutout.